Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface (fibers). Work order search: no similar complaints were reported for units within the same lot. (B)(4).